Event description:
Nurse reported that pt was in bedroom getting vest and neb treatments. Nurse was talking with mom outside the pt's room. Per nurse, they heard vent alarming and went to check on pt and found that pt had decannulated and sats were in the 70's and pt looked dusky. Nurse reports that oximeter had not alarmed. Trach was reinserted and placed back on ventilator and pt recovered. Will report adverse event to MFR once oximeter is brought back to office and downloaded.